Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they received unexpected restart alarms. The customer's blood glucose was 254 mg/dl at the time of incident. The customer stated that a temporary bolus was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the unexpected restart did not recur after inserting a new battery but during normal use. The insulin pump will be returned for analysis.